Event description:
Consumer complaint of low blood glucose results. Customer states she is used to results of 130 mg/dl and up in the morning. Memory results before meals. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).